Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7137405, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 222533, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation, overstimulation and headache due to multiple impedances in the leads. The implantable pulse generator (ipg) of the patient had also migrated in which caused pain at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.